Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device experienced a system error 320, which can result when the pump does not properly recognize the state of the door. A review of the event history log revealed multiple events of "shut door - power off". The service history record review did not identify any issues during the service of the device that may be related to the current complaint. The reported condition was verified. The cause of the condition was determined to be failed lower latch switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a door when it was closed and latched. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.